Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause were electronic failures due to a defective component on the esm board. The exact electronic sub-component is still subject to investigation (per rga), see taskm-4984. The correction consists in replacement of the esm board, but is currently not completed. In this case the device failure did occur during ventilation of a patient, the device switched into safety mode. There was no reported patient, user or third party harm. Based on the information available, this issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. The technical problem is currently under investigation in taskm-4984. As this is a singular case under investigation at this time, a CAPA will not be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase a CAPA will be considered.

Event description:
The following was reported to hamilton medical ag: we have a hamilton c1 ventilator serial no. (B)(6) software version 2.2.10 producing the following technical faults. 344904, 543904, 342904. Hamilton medical ag addition: 543904 notify active alarm list. 342904 icmp_uexe_venttrending:vts::sendtrenddata. 344904 icmp_uexe_powermanagement:cpowermanagementserver. No patient harm.

Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause were electronic failures due to a defective component on the esm board. The exact electronic sub-component is still subject to investigation (per rga), see (B)(4). The correction consists in replacement of the esm board, but is currently not completed. In this case the device failure did occur during ventilation of a patient, the device switched into safety mode. There was no reported patient, user or third party harm. Based on the information available, this issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. The technical problem is currently under investigation in (B)(4). As this is a singular case under investigation at this time, a CAPA will not be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase a CAPA will be considered.

Event description:
The following was reported to hamilton medical ag: we have a hamilton c1 ventilator serial no. (B)(6) software version 2.2.10 producing the following technical faults. 344904, 543904, 342904". Hamilton medical ag addition: 543904 notify active alarm list. 342904 icmp_uexe_venttrending:vts::sendtrenddata. 344904 icmp_uexe_powermanagement:cpowermanagementserver. No patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: we have a hamilton c1 ventilator serial no.(B)(6) software version 2.2.10 producing the following technical faults. 344904, 543904, 342904." Hamilton medical ag addition: 543904 notify active alarm list. 342904 icmp_uexe_venttrending:vts::sendtrenddata. 344904 icmp_uexe_powermanagement: cpowermanagementserver. No patient harm.